Manufacturer narrative:
It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. No device or photos were received; therefore the condition of the devices is unknown. The lot number and part number of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24736292. (B)(4). Other device used: catalog #unknown, unknown zimmer head, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that three months post operatively the patient was revised to a constrained liner due to dislocation.